Event description:
Reamers were identified as dull during product investigation. No reported surgical delay or patient consequences.

Manufacturer narrative:
(B)(4). Investigation summary: the device associated with this report was received for examination. Physical evaluation of the returned instrument was able to identify dullness. Cutting surface is dull to the touch, is not as sharp as first use condition. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.